Event description:
It was reported that during an unknown procedure, the clips would not advance. No clip released. Also, clips were scissored. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.